Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the device is not giving alarm. The fse provided the customer information on the device repair. The philips field service engineer (fse) confirmed the customer's device issue and replaced the system speaker to resolve their issue. Reports last name ((B)(6)) reporting address state (B)(6)

Event description:
The customer reported that the device is not giving an alarm. The device was in use on a patient at the time of the event, there was no adverse event reported.